Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" message and was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message and was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section. The device was returned to a zoll certified service provider for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. An internal inspection found no discrepancies. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.